Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that while maneuvering a catheter in the right atrium, it became entangled with a cs catheter and a pacing lead, physician went to undeployed catheter and the catheter cobrad. We then tried advancing the guidewire out however could not advance. We had to pull the catheter into the sheath out of the body to correct. The guidewire lumen appeared damaged and bent. It was reported that no tissue was observed on the catheter or guidewire tip and the guidewire could be removed normally but could not be advanced distally, with additional issues including a bent guidewire lumen and spline petal inversion. The device was replaced, and the procedure was completed without patient complications.